Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the patient was admitted due to fatigue and poor appetite lasting over ten days. After comprehensive examinations, a diagnosis of acute b-cell lymphoblastic leukemia was confirmed. Chemotherapy was scheduled for august 15. On august 14, as ordered, a PICC line was placed in the left brachial vein under ultrasound guidance. The procedure was uneventful, with no redness or swelling at the puncture site and clean dressing. Following the PICC placement on august 14, the puncture site remained free of redness or swelling, with dressings changed regularly. During routine dressing changes on august 28, minor oozing was observed and treated with an alginate dressing. The patient has undergone three cycles of induction chemotherapy using the vdclp regimen since august 15. During morning rounds on september 4, swelling of the left upper limb was noted, with no redness or swelling at the puncture site and the dressing appearing clean. On september 5, per physician orders, a left upper limb venous doppler ultrasound was performed, revealing thrombosis in the left brachiocephalic vein, axillary vein, and subclavian vein. Treatment was initiated with low molecular weight heparin calcium 3000 iu subcutaneously q12h, and the affected limb was elevated.